Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. The inspection revealed tip damage (delamination), and kinks in the sheath located 18 cm and 44.5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
Reportable based on analysis completed on 25-july-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system(was) was used. It was reported that the structure of the laa was complicated. The procedure was ended and there was no damage or any patient complications. However, the device analysis revealed inner liner delamination.